Manufacturer narrative:
Calibration and quality control were acceptable before patient testing. The field service engineer determined the dilution vessel and the solenoid valve were damaged. He replaced the dilution vessel, solenoid valve, and vacuum nozzle. He performed ise checks and precision testing and recovered results within roche specifications. He performed calibration and quality control with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high ise indirect gen.2 na results on a cobas 8000 cobas ise module. The customer provided questionable results for one patient. The patient¿s initial result was 149 mmol/l. This result was reported outside the laboratory. When na quality control was later tested and recovered out of range, the customer repeated the patient sample. The repeat na result was 142 mmol/l. This result was determined to be correct. The na electrode lot number and expiration date used for patient testing were requested but not provided.